Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that the site had a re-occurrence of an issue they had a day before. The rep was able to boot the system in the morning with no issue, then later on the rn saw the screen was black and thought it was off. She pressed the power button to turn it on and fully shut it down. She was unable to get the system back up and it continued to boot to the booting error. She performed multiple hard reboots prior to calling the rep. The rep brought a fusion compact from a different site so they could complete their clinical case. Additionally, it was stated that the cause was not known. There was a reported delay of less than an hour. There was no impact to patient outcome.